Event description:
It was reported that during an unknown procedure, it was observed that oozing occurred after firing when both staple line and cut line were completed. Changed to another one to continue the procedure but the same problem happened again. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2026. D4: batch #422c06. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Compression. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45t (b) reload was received partially fired 1/4 and with an opened package. In addition, the pan of the reload was noted damaged (bent). No functional test was performed due to the condition of the reload. It is possible, that the condition of the returned reload is related to an improper loading technique causing an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 464c27 / 22gst45t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 422c06, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.